Manufacturer narrative:
(B) (4).

Event description:
The physician was rethreading the stylet during surgery and the blue portion of the handle came off of the stylet. Patient suffered no ill effects. The physician was not able to use the stylet any longer.